Event description:
This lead was implanted on (B)(6) 2000 and explanted on (B)(6) 2011 due to a repair/upgrade. No other information is known about the performance of the lead. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).